Event description:
Customer stated she smelled something burning. A burn mark came through the pad and cover.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.